Event description:
It was reported a malfunction in which the device did not thread onto and stay on positioner/impactor. There was no backup, resulting in delay of procedure no longer than 30 minutes.

Manufacturer narrative:
The associated device was inadvertently lost in transit prior to reaching our facility and was not received by the complaint investigation team for evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The complaint history revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. We consider this investigation closed.